Event description:
It was reported that the customer had a pump malfunction resulting in the customer going to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "523-527" mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem¿s technical support to obtain hospital release date, however no response was received. Customer reverted to an alternative method of insulin therapy.